Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient pulled their lead out of the external neurostimulator (ens) and was having trouble connecting everything back. They performed troubleshooting and was, at the time of the report, on 1.7 in the buttocks area. The next day, it was reported that they thought they pulled a wire and was feeling stimulation in their tailbone. They felt like the wire was sticking them, noting that it hurt when they sat. They were also concerned when the stimulation would go away. There were no further complications reported or anticipated.